Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during rotational atherectomy treatment procedure, unstable speed issues occurred. The target lesion was located in a severely calcified unspecified vessel. A 1.75 mm rotablator rotalink plus was selected for the procedure. No visible damage was observed on the device. During preparation, an abnormal sound was observed and resistance was encountered during the rotation test of the device. It was also noted that the device did not maintain a constant and stable speed. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.